Event description:
It was reported by an attorney that the patient underwent a gynecological on an unknown date and an unknown mesh was implanted. It was reported that following insertion the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.